Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). (Avaulta anterior system) 9615742-2012-00246. Note: this report corresponds with bard¿s report number: (B)(4) for an avaulta posterior.

Manufacturer narrative:
Additional information: exemption number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterovaginal prolapse, cystocele, rectocele and genuine stress incontinence. It was reported that after a procedure where this device was implanted, the patient experienced mesh pain anteriorly and posteriorly, exposed mesh segment over the posterior vaginal wall.